Event description:
Philips received a complaint on the heartstart dfm100 was failing the operational check. There was reportedly no patient involvement. The fse evaluated the device on site. The fse evaluation found that the predecessor pca, processor user interface cable and the paddle trays needed to be replaced. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The processor pca (pn: 453564489071) with sn: (B)(6) was returned to philips for failure analysis. The complaint was escalated for technical investigation and the results indicate the processor pca. Was fully evaluated and tested. There were no error logs available. The pca was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. The pca booted to the ¿connect flash drive to upgrade screen. When flash drive was connected the device froze. Installed known good som pca then the device passed all testing. The som pca was defective. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. However, the som pca which is a daughter board on the processor pca was found defective.